Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (air drawn into the syringe) in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report air leak, and medical intervention it was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was successfully deployed. However, upon removal of the clip delivery system (cds), the sgc was not properly aspirating. It was noted air drawn in the syringe. The cds was fully removed and the sgc was retracted from the left atrium into the right atrium to be able to properly perform aspirations. Then the sgc was removed. The patient I stable. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure.